Manufacturer narrative:
Unable to power on pump, verify serial number, or perform displacement test due to broken battery tube threads. (B)(4).

Event description:
Customer reported via phone call that insulin pump had crack at the battery compartment. Customer¿s blood glucose was unknown. Customer stated that customer was twisting the battery cap and might have placed in too much tension on it and it cracked. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.